Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio test strips were sticking. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed the test strips were sticking on (B)(6) 2016. The patient manages her diabetes with a combination of medications including metformin 1000mg tablets, januvia 100mg tablets and glimepiride 2mg tablets. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that an unknown time after the issue began on (B)(6) 2016, she developed symptoms of feeling funny [and] sweating&#56224; she denied receiving any treatment for her symptoms. At the time of troubleshooting, the patient confirmed that the test strips were sticking. She was unable or unwilling to confirm whether she was using the test strips for the first time or whether the alleged issue was caused by static. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia, after the alleged test strip issue began.